Event description:
Pt with respiratory distress ready for discharge pending abg, difficult heel stick. An intern applied a hms instant warm pack to both heels instead of a heel warmer pack. Some hours later, the pt was noted to have burns on both heel/leg areas of 1-2% which required treatment with topical antibiotic, dressings and extended the hospital stay. Full recovery with no scars anticipated. Investigation of event identified various issues, one of which is the labeling on the warm pack. The cautionary warning on the front of the pack is in very small letters and does not include warning that device should not be used on infants. Warning on the back includes advisory not to be used on infants but is also very small. Institution had a near miss with the same product and the same mistaken use of the product not long ago that they did not report. Reporter feels the device needs to have the cautions on use with children/infants and use only with a protective covering placed in large letters prominently on the front and back.